Event description:
Reporter alleged discrepant blood glucose results on the compact system of 300 mg/dl compared to a doctors result of 43 mg/dl and another reading of 241 mg/dl on the customers meter versus the doctor result of 91 mg/dl. Customer stated both comparisons were performed 10 minutes apart and on different days. Customers indicated calling the doctor because the compact system had been reading higher, in the 300s mg/dl. As a result of the comparisons, customer stated self treating with candy; however, no other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent. Compact system (meter with strip lot 20650842 and expiration date of 07-31-2007).

Manufacturer narrative:
The suspect product is the compact test drum.